Event description:
On 11/2/98, the facility's or mgr informed the MFR's customer svc rep of the following: two kits of the same lot were opened and neither one of them contained a j-wire. On 11/2/98, the MFR's product complaints coordinator was informed by the facility's or mgr that the two devices in question were discarded. He also stated that he contacted the distributor and will be receiving replacements. The event occurred on 10/30/98, and there was no pt problem. A third kit from a different lot was opened and the procedure was completed witout further incident. Additionally, it was stated that he checked the hospitals reords and the facility has used kits from the same lot in question without any problems encountered. The facility's or mgr was informed that since no product will be returend to the MFR for evaluation, the MFR's investigation of this event would be limited to a trend analysis and review of the device history record. No further details are available.